Manufacturer narrative:
(B)(4): the customer reported not hearing alarms during a procedure. The reported description notes that the cited patient monitor was displaying a speaker malfunction message on its monitor screen. It was found that there was no audio function. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported not hearing alarms during a procedure. The reported description notes that the cited patient monitor was displaying a speaker malfunction message on its monitor screen. It was found that there was no audio function. No patient harm was reported.